Manufacturer narrative:
Continuation of d10: product ID: 9735670; (serial: (B)(6); implant date: n/a; explant date: n/a sw kit 9735737 stealth s8 cranial h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that they were seeing unexpected crosshair movement while in surgery. Site said while in trajectory one and two the crosshairs and images were moving in a way that was unexpected. They tried toggling the crosshair/image movement options in surgeon admin with no change. The representative was not able to explain details of unexpected movement further. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1:- h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and shared video were reviewed. The software analyst was unable to reproduce the scenario in house. There was only one application session logs present of the issue date. The logs captured the site used tumorresectionoptical procedure in the case and went till navigation task. User tried to change the setting of cross hair movement multiple time as the session logs captured, but there were no abnormalities observed from the logs regarding the reported behavior. Logs did not capture the root cause of the reported behavior of unexpected movement of image and crosshair at the same time. Codes: b01, c19, d15 h2) please see section d9 for when the software and video were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.